Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional physical investigation was not performed, a definitive root cause could not be determined for the alleged issue. It is not known if the patient's fall contributed to the reported issues. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report that a patient's pump was showing error codes 100 and 102 upon inquiry. The patient came in for a refill and an underinfusion was observed along with the two error codes. Agent reported that the patient claimed to have fallen and landed directly on the pump sometime the week previous. The patient had no symptoms alleged. Additional communication confirmed that the error codes had resolved and had not returned.

Manufacturer narrative:
Device remains implanted at this time. A pump replacement surgery will be performed but has not been scheduled as of yet. A supplemental MDR will be sent if additional information becomes available. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report that the error codes had reappeared at the patient's most recent refill appointment. Upon a volume check, another volume discrepancy was also noted as they expected 3ml but pulled 10mls. At this point, technical solutions walked the cs and a nurse practicioner through a pump reset to clear the errors. The errors were cleared upon the successful reset. Later communication confirmed that the physician had decided to replace the pump for "ease of mind." No date has been set for the surgery.

Event description:
Patient tracking received information stating that the patient had their pump replaced. The pump was discarded after explant.

Manufacturer narrative:
Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).